Event description:
It was reported by the patient that the doctor told him that his atrial lead is "not firing" and it had no capture. The lead is still in use and is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.